Manufacturer narrative:
Follow-up # 1 ¿ (01/19/2015), the patient¿s meter and test strips have been returned on 1/2/2015 and 1/15/2015, respectively, and evaluated by lifescan product analysis on 1/7/2015 and 1/15/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (03/13/2015). Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be compromised (or intact) during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 ¿ (03/13/2015) - correction information provided within follow-up #1 was incorrectly stated. The proper statement is below: the patient¿s meter and test strips have been returned on 1/2/2015 and 1/15/2015, respectively, and evaluated by lifescan product analysis on 1/7/2015 and 1/15/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014 at 09:30am, she obtained a result of 216mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of 30mg/dl obtained on an emergency medical services (ems) meter. The two tests were reportedly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and exercised in response to the alleged issue. The patient detailed that after the alleged issue she developed symptoms of ¿sweaty and shaky¿ and claimed that she was treated with food or drink by the ems at 09:30am on (B)(6) 2014 at 09:30am. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia and received treatment from a healthcare professional after the alleged meter inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.